Event description:
Impella 5.5 was inserted via direct aortic access in a 54-year-old female patient for post-cardiotomy cardiogenic shock (pccs). The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was not specified. The impella 5.5 was reported to be implanted using a direct aortic approach without wire guidance. No concerns, complications, or device performance issues were reported during implantation, support, or explant. The device functioned as intended throughout support, and there were no reported alarms, malfunctions, interruptions in therapy, or concerns regarding device positioning or performance. Several days following impella 5.5 explant, the treating surgeon reported the patient subsequently required aortic valve replacement surgery. No intraoperative concerns at the time of impella implantation or explant were reported, and no additional diagnostic findings, imaging results, or procedural details were provided to establish the etiology of the valve pathology. The relationship between the need for aortic valve replacement and the impella 5.5 support could not be determined based on the available information. Based on the available information, the impella 5.5 functioned as intended throughout support with no evidence of product malfunction or performance deviation. The subsequent requirement for aortic valve replacement occurred following device explant; however, there is insufficient information to establish a causal relationship between the impella 5.5 and the reported valve pathology. The patient outcome following aortic valve replacement was not reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.